Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ chronic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin) since 2015, lamotrigine (lamictal) since 2015 and quetiapine (seroquel) since 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced bipolar disorder ("bipolar disorder"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower stomach pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, bipolar disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most,if not all,symptoms-decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion . (B)(6) 2016, pathology report: final diagnosis: uterus and bilateral fallopian tubes. Bilateral metallic coils of fallopian tubes. Paratubal cyst of right fallopian tube. Gross description: proximal right fallopian tube demonstrates firm device. The opened uterus demonstrates a metallic device protruding approximately 1mm from the orifice of the right fallopian tube, measures less than 1cm in diameter and 0.7cm in length. There is a second metallic portion present within the proximal fallopian tube, this appears to be comprised of a wire with a surrounding coiled metal which partially uncoils and extends when being removed from the tube, it is densely adherent to the tube. Both of these fragments are relatively straight and linear without a t-shaped component. The left fallopian tube has a similar coiled metal device in its proximal third, device measures 2.8cm length and 0.2cm diameter, it is densely adherent to the tissues of the fallopian tube. Despite difficulty in removing the metal coils from the fallopian tubes, tube in both cases show no remarkable abnormalities except for small paratubal cyst on right. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Lab data, concomitant drugs were added. Updated suspect drug indication. Events bipolar disorder, vaginal bleeding, menorrhagia, urinary tract infection, migraines, headaches, dysmenorrhea, dyspareunia, lower stomach pain and back pain. On 1-mar-2018: medical records received: reporter detalis added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. Cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum depression, numbness, tingling, trouble falling asleep, anxious mood and premenopause. Concomitant products included bupropion hydrochloride (wellbutrin) since 2015, lamotrigine (lamictal) since 2015, melatonin and quetiapine fumarate (seroquel) since 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("vaginal bleeding (abnormal bleeding)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower stomach pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain/severe cramping"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, bipolar disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most,if not all, symptoms-decreased. Heating pads used for treatment of dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016, pathology report: final diagnosis: uterus and bilateral fallopian tubes. Bilateral metallic coils of fallopian tubes. Paratubal cyst of right fallopian tube. Gross description: proximal right fallopian tube demonstrates firm device. The opened uterus demonstrates a metallic device protruding approximately 1mm from the orifice of the right fallopian tube, measures less than 1cm in diameter and 0.7cm in length. There is a second metallic portion present within the proximal fallopian tube, this appears to be comprised of a wire with a surrounding coiled metal which partially uncoils and extends when being removed from the tube, it is densely adherent to the tube. Both of these fragments are relatively straight and linear without a t-shaped component. The left fallopian tube has a similar coiled metal device in its proximal third, device measures 2.8cm length and 0.2cm diameter, it is densely adherent to the tissues of the fallopian tube. Despite difficulty in removing the metal coils from the fallopian tubes, tube in both cases show no remarkable abnormalities except for small paratubal cyst on right. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received: lot number, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 26-year-old female patient who had essure (batch no. Cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included postpartum depression, numbness, tingling, trouble falling asleep, anxious mood and premenopause. Concomitant products included bupropion hydrochloride (wellbutrin) since 2015, lamotrigine (lamictal) since 2015, melatonin and quetiapine fumarate (seroquel) since 2015. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("vaginal bleeding (abnormal bleeding)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower stomach pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain/severe cramping"). The patient was treated with surgery ((B)(6) 2016; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, bipolar disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most,if not all, symptoms-decreased. Heating pads used for treatment of dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016, pathology report: final diagnosis: uterus and bilateral fallopian tubes. Bilateral metallic coils of fallopian tubes. Paratubal cyst of right fallopian tube. Gross description: proximal right fallopian tube demonstrates firm device. The opened uterus demonstrates a metallic device protruding approximately 1mm from the orifice of the right fallopian tube, measures less than 1cm in diameter and 0.7cm in length. There is a second metallic portion present within the proximal fallopian tube, this appears to be comprised of a wire with a surrounding coiled metal which partially uncoils and extends when being removed from the tube, it is densely adherent to the tube. Both of these fragments are relatively straight and linear without a t-shaped component. The left fallopian tube has a similar coiled metal device in its proximal third, device measures 2.8cm length and 0.2cm diameter, it is densely adherent to the tissues of the fallopian tube. Despite difficulty in removing the metal coils from the fallopian tubes, tube in both cases show no remarkable abnormalities except for small paratubal cyst on right. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, abdominal pain, menorrhagia, lot number: cs000lu, manufacture date: 2014-09, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.